Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore tag thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore tag thoracic endoprosthesis have not been evaluated in pts with penetrating ulcers. Furthermore, the IFU states that the 26 mm gore tag device is intended for use in aortas measuring 23-24 mm. The device involved in this event was implanted in an aorta with a distal diameter of 17 mm.

Event description:
On (B)(6) 2011, this pt underwent treatment of a penetrating ulcer with a gore tag thoracic endoprosthesis. It was reported the procedure went without incident. It was reported the pt experienced intermittent chest pain since being discharged from the hospital on (B)(6) 2011. On (B)(6) 2011, the pt was reportedly taken to surgery for repair of an aortic rupture distal to the implanted gore tag device. It was reported that the distal end of the device had eroded through the aortic wall, reportedly causing a contained rupture. It was also reported that the distal end of the gore tag device was oversized for the pt's anatomy (the distal diameter reportedly measured 17 mm), and the distal end of the gore tag device landed in a curved section of the descending thoracic aorta. Two conformable gore tag thoracic endoprostheses were implanted for distal extension, and the pt tolerated the procedure.